Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the flex arm would not tighten during an unspecified spinal surgery. There were no patient complications.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The big joint on the flex arm will not completely lock. This is consistent with the cups inside the joint being worn. The above observation is consistent with anticipated wear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.